Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; blood present in/on the helix mechanism; full lead analyzed.

Event description:
It was reported that the right ventricular lead dislodged one day post implant. The lead was revised and dislodged again the next day. The lead was explanted and replaced. It was also reported, that when the lead was on the table, the helix would not extend again and tissue was present in the helix. No patient complications have been reported as a result of this event.